Event description:
The complainant stated that the chair button was stuck on the left siderail control causing the bed to self-run.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.